Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy & liver wedge resection. Event description: reinserted into abdomen after it has been removed and upon re-entry the tip of the cannula had chipped off. Additional information received from an applied medical representative via email on 09may25: event date of 10apr25, name of procedure laparoscopic cholecystectomy & liver wedge resection. The trocar was inserted with mostly clockwise rotation with no difficulty during insertion. It was stated that the break was considered a clean break and unknown if it caused particulation. Likely to be a single piece broken off but unable to recover the piece hence, unsure. Likely a grasper but only noticed the break after it happened. The healthcare user were unable to find the broken piece and it was at the end of the procedure, so they removed the trocar. The trocar was not used with a robot. Intervention: it was the end of the procedure, so we removed the trocar. Patient status: no issues to patient.

Event description:
Procedure performed: laparoscopic cholecystectomy & liver wedge resection. Event description: reinserted into abdomen after it has been removed and upon re-entry the tip of the cannula had chipped off. Additional information received from an applied medical representative via email on 09may25: event date of (B)(6) 2025, name of procedure laparoscopic cholecystectomy & liver wedge resection. Th trocar was inserted with mostly clockwise rotation with no difficulty during insertion. It was stated that the break was considered a clean break and unknown if it caused particulation. Likely to be a single piece broken off but unable to recover the piece hence, unsure. Likely a grasper but only noticed the break after it happened. The healthcare user were unable to find the broken piece and it was at the end of the procedure, so they removed the trocar. The trocar was not used with a robot. Intervention: it was the end of the procedure, so we removed the trocar. Patient status: no issues to patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. Based on the condition of the returned unit, it is possible that the reported event was due to instrumentation coming into contact with the cannula tip during the procedure. However, the exact root cause could not be determined. A historical trend analysis and review of production records was performed and no relevant documentation was identified.